Event description:
The physician reported to the customer engineer ce on 10/30/2006 that two patients were burned after lumenis one ipl treatments. Per the physician, the physician had recalibrated the ipl head shortly before the safety incidents.

Manufacturer narrative:
Per the ce, the output on the ipl treatment head was approximately 25% high. The high output appears to be the root cause of the injuries. The ce recalibrated the ipl treatment head and the energy was returned to acceptable parameters. System passed operational and safety checks. Per the ce, calibration error could have occurred because of improperly situated treatment head at the time of calibration. Ce advised customer to fully insert ipl head into the cradle. This can be verified by making sure that the notch on the top of the cradle is not visible. The lumenis one operator manual contains detailed calibration instructions. Lumenis has requested patient and incident details. If significant new information is obtained by lumenis, a follow-up MDR will be filed.